Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -07.50 diopter, into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with another same model/length lens but different power lens and the problem was resolved.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -7.5 into the patients left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a stronger power; same model and length and the problem was resolved. The reporter indicated the device did not fail to perform as intended. Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).